Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is torn/split/cracked (possibly cut) into multiple portions. The optic portions have multiple scratches and deep scrape marks. A used qualified cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge has evidence that it was placed in a handpiece. No tip damage observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the lens/cartridge combination indicated. Root cause: the reported lens damage was observed. The root cause is most likely related to a failure to follow the directions for use (dfu). Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant surgery, a scratch on the surface of the iol was noted. The iol was inserted into the eye and removed during the initial procedure with no patient harm. Additional information has been requested.